Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 41-year-old female patient who had essure (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's concurrent conditions included anemia and fibroids. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced migraine ("migraines"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, abdominal pain lower, migraine, alopecia, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2016, pelvic ultrasound both transabdominally through a full bladder and with a transvaginal probe: there are 3 leiomyomata the largest measuring 5.4 cm posteriorly with an anterior leiomyoma measuring 2.5 cm and one in the right side of the fundus 3.5 cm. The endometrial stripe measures 6 mm in thickness. The left ovary measures a maximum of 3.1 cm and the right ovary a maximum of 3.2 cm. (B)(6) 2016, pelvic exam on was described as normal. Transabdominal and transvaginal ultrasounds were performed. The uterus is midline, anteverted with abnormal contour and texture due to the presence of multiple fibroids. The endometrial measurement is ill defined due to adjacent fibroids. The essure device is seen bilaterally. Impression: lelomyomas. Essure devices in place. Small non-occlusive thrombus in para-cervical veins of unclear clinical significance. Impression: leiomyomatous uterus quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a (B)(6) female patient who had essure (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's concurrent conditions included anemia and fibroids. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced migraine ("migraines"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, abdominal pain lower, migraine, alopecia, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2016, pelvic ultrasound both transabdominally through a full bladder and with a transvaginal probe: there are 3 leiomyomata the largest measuring 5.4 cm posteriorly with an anterior leiomyoma measuring 2.5 cm and one in the right side of the fundus 3.5 cm. The endometrial stripe measures 6 mm in thickness. The left ovary measures a maximum of 3.1 cm and the right ovary a maximum of 3.2 cm. (B)(6) 2016, pelvic exam on was described as normal. Transabdominal and transvaginal ultrasounds were performed. The uterus is midline, anteverted with abnormal contour and texture due to the presence of multiple fibroids. The endometrial measurement is ill defined due to adjacent fibroids. The essure device is seen bilaterally. Impression: lelomyomas. Essure devices in place. Small non-occlusive thrombus in para-cervical veins of unclear clinical significance. Impression: leiomyomatous uterus quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2020: pif received. Case became serious incident. Removal date added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.